Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included offensive vaginal discharge. Concurrent conditions included vaginal irritation, bacterial vaginosis, painful periods, dyspareunia, bladder pain, frequency urinary, endometriosis, chronic interstitial cystitis, muscle spasm, localised muscle pain, constipation, bloating, nausea, vaginal discharge, vaginitis, muscle atrophy, burning sensation, urinary urgency, vulval itching, vaginal odor, menometrorrhagia and endometrial ablation. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal scheduled and thermachoice global endometrial ablation). Essure was removed in 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events- - pelvic pain, abdominal pain, menorrhagia. Essure easily with two coils seen at ostium. Same procedure done for left side leaving one coil at tubal ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful mechanical obstruction of both fallopian tube. Filling defect of the mild uterine body seen on one image. Ultrasound pelvis - on (B)(6) 2014: which showed septate uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included offensive vaginal discharge. Concurrent conditions included vaginal irritation, bacterial vaginosis, painful periods, dyspareunia, bladder pain, frequency urinary, endometriosis, chronic interstitial cystitis, muscle spasm, localised muscle pain, constipation, bloating, nausea, vaginal discharge, vaginitis, muscle atrophy, burning sensation, urinary urgency, vulval itching, vaginal odor, menometrorrhagia, endometrial ablation and paratubal cyst. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 16 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (thermachoice global endometrial ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding and abdominal pain had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events- - pelvic pain, abdominal pain, menorrhagia. Essure easily with two coils seen at ostium. Same procedure done for left side leaving one coil at tubal ostium discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Hospitalization: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful mechanical obstruction of both fallopian tube. Filling defect of the mild uterine body seen on one image. Pathology test - on (B)(6) 2018: gross description a. Received in formalin, labeled with the patient's name and "bilateral fallopian tubes with essure device of" are 2 segments of fallopian tube identified on a telfa pad as right and left. The right tube is 9.6 x 0.7 cm with dusky serosa and several serosal cysts including a pedunculated 0.7 cm cyst near the fimbriated end. The medial end is stiff with probable essure coil in the medial 3 cm segment. The left tube is 8.8 x 0.7 cm with a pedunculated 1 cm cyst near the fimbria. There are no gross or palpable luminal lesions. The medial 3.8 cm portion is stiff presumably with essure coil in the lumen. Representative sections. Ultrasound pelvis - on (B)(6) 2014: which showed septate uterus. Lot number: 20208777, manufacture date: 2009-09, and expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge. Concurrent conditions included vaginal irritation, bacterial vaginosis, painful periods, dyspareunia, bladder pain, frequency urinary, endometriosis, chronic interstitial cystitis, muscle spasm, myalgia, constipation, bloating, nausea, vaginal discharge, vaginitis, muscle atrophy, burning sensation, urinary urgency, vulval itching, vaginal odor, menometrorrhagia and endometrial ablation. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal scheduled and thermachoice global endometrial ablation). Essure was removed in 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events- - pelvic pain, abdominal pain, menorrhagia. Essure easily with two coils seen at ostium. Same procedure done for left side leaving one coil at tubal ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful mechanical obstruction of both fallopian tube. Filling defect of the mild uterine body seen on one image. Ultrasound pelvis - on (B)(6) 2014: which showed septate uterus. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received: new events added: abnormal bleeding (vaginal),lot number, event onset date were added. Reporter information were updated, patient history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included offensive vaginal discharge. Concurrent conditions included vaginal irritation, bacterial vaginosis, painful periods, dyspareunia, bladder pain, frequency urinary, endometriosis, chronic interstitial cystitis, muscle spasm, localised muscle pain, constipation, bloating, nausea, vaginal discharge, vaginitis, muscle atrophy, burning sensation, urinary urgency, vulval itching, vaginal odor, menometrorrhagia, endometrial ablation and paratubal cyst. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 16 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (thermachoice global endometrial ablation and bilateral salpingectomy). Essure was removed on (B)(6). At the time of the report, the pelvic pain, heavy menstrual bleeding and abdominal pain had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events- - pelvic pain, abdominal pain, menorrhagia. Essure easily with two coils seen at ostium. Same procedure done for left side leaving one coil at tubal ostium. Discrepancy noted: date(s) of insertion: (B)(6) 2009. Hospitalization: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6): successful mechanical obstruction of both fallopian tube. Filling defect of the mild uterine body seen on one image. Pathology test - on (B)(6) 2018: gross description a. Received in formalin, labeled with the patient's name and "bilateral fallopian tubes with essure device of" are 2 segments of fallopian tube identified on a telfa pad as right and left. The right tube is 9.6 x 0.7 cm with dusky serosa and several serosal cysts including a pedunculated 0.7 cm cyst near the fimbriated end. The medial end is stiff with probable essure coil in the medial 3 cm segment. The left tube is 8.8 x 0.7 cm with a pedunculated 1 cm cyst near the fimbria. There are no gross or palpable luminal lesions. The medial 3.8 cm portion is stiff presumably with essure coil in the lumen. Representative sections. Ultrasound pelvis - on (B)(6) 2014: which showed septate uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal surgery). Essure was removed in 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events - pelvic pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received : new event added - menorrhagia. Essure insertion date were updated and removal date was added. Patient's demographic detail and reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.